Event description:
The customer called into philips to report that the ECG lead cables were not working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The patient was involved, but there was no adverse patient impact.